Manufacturer narrative:
Concomitant medical products: sheath introducer (6fr 45cm destination, terumo) guidewire (chevalier 14 floppy). (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) a saber pta balloon catheter ruptured at 7 to 8 atmospheres during dilatation. It was replaced with another balloon of the same size and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. A contralateral approach was made with a sheath introducer (6fr 45cm destination, terumo) from the left common femoral artery to the right superficial femoral artery. A guidewire (chevalier 14 floppy) was crossed the lesion and a saber pta balloon was delivered to the lesion for a pre-dilatation. However it ruptured at 7 to 8 atm for the initial deflation. The physician could not apply the pressure anymore and a leakage of the contrast media from the balloon was confirmed. Therefore the balloon was changed to another balloon (same size) and two smart stents were deployed. Additional information was received that the access site was the left common femoral artery. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) a saber pta balloon catheter ruptured at 7 to 8 atmospheres during dilatation. It was replaced with another balloon of the same size and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was (B)(4). A contralateral approach was made with a non-cordis sheath introducer from the left common femoral artery to the right superficial femoral artery. A non-cordis guidewire crossed the lesion and a saber pta balloon was delivered to the lesion for a pre-dilatation. However it ruptured at 7 to 8 atm for the initial deflation. The physician could not apply the pressure anymore and a leakage of the contrast media from the balloon was confirmed. Therefore the balloon was changed to another balloon (same size) and two smart stents were deployed. Additional information was received that the access site was the left common femoral artery. There was no removing the product from the hoop, difficulty removing the balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An unspecified indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The device was not returned for analysis. Review of lot 17402346 revealed no anomalies during the manufacturing and inspection processes. The reported balloon burst could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Clinical factors (such as vessel characteristics) contributing to the burst may include procedural and patient. Balloon burst is a well-known procedural complication during angioplasty where procedural factors and vessel characteristics often contribute to the damage. In this case, neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.